Event description:
Patient presented to the physician with movement and flipping of the ipg within the pocket, resulting in a potential risk of injury. Physician brought the patient into the or, repositioned the ipg, re-sutured, and closed. The revision surgery addressed the risk, and the issue is now resolved.